Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
Dexcom was made aware on 09/29/2016 that on (B)(6) 2016, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that the cgm was reading 400+ mg/dl. Patient did not take a finger stick (fs) blood glucose (bg) reading. Patient reported that he injected insulin to lower blood glucose (bg) and then fainted due to low bg. A flight attendant gave the patient orange juice. The flight attendant wheeled the patient a food court where the patient ordered food. Patient reported that he was able to continue his day normally. At the time of contact, patient is normal. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. The patient made treatment decisions based on cgm values. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.